Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008k2 machine. The blood leak was noted as being an external blood leak. The leak was visually observed from one of the seams on the end of the dialyzer. Additional information was requested, however to date a response has not been received. It was not indicated in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the blood leak. The complaint sample was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a companion sample from the reported lot number was returned for evaluation. There was no damage or irregularities noted on the sample. During a laboratory leak test, no external leak was detected on the sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008k2 machine. The blood leak was noted as being an external blood leak. The leak was visually observed from one of the seams on the end of the dialyzer. Additional information was requested, however to date a response has not been received. It was not indicated in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the blood leak. The complaint sample was reported to be available to be returned to the manufacturer for evaluation.